Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user requested to return the ilet after being instructed by her healthcare provider to discontinue use following a hypoglycemic event, with no reports of device alarms. Symptoms included hypoglycemia. Outcomes included no hospitalization and no reported long-term impairment. Investigation included outreach for clinical review and training, with no device evaluation performed due to no device return. Investigation of this case revealed no confirmed device malfunction and no identifiable device component issue based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.